Event description:
Pumped alarmed with "channels a & b either disconnected or malfunctioned, please confirm." Pushed 'confirm' button, checked channels" both were attached properly. Restarted pump, alarmed again. Changed vasoactive drip to other channel. Continued to CT and back without further incident.====================== health professional's impression======================unknowndevice teststwo large volume pumps on the right side would not power up, caused by damaged contact insulators on the right iui connector preventing contact with the left iui contact on the pump control unit. Damaged connector was replaced.